Event description:
It was reported that early sensor expiration occurred. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).